Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a 7-month old patient for hydrocephalus via ventricular peritoneal shunt on (B)(6) 2021 with an initial setting of 5. The shunt was not working on (B)(6) 2021. The patient was taken to the operating room and the shunt was removed and replaced on (B)(6) 2021. No further information was provided about the shunt failure or how the shunt failure was discovered. The patient is following up with the provider. No further information was provided by hospital.

Manufacturer narrative:
The valve was returned for evaluation: failure analysis - the returned catheter was flushed; no occlusion was noted. The catheter was leak-tested; no leakage was noted. The valve was visually inspected; a tear/cut was noted in the silicone housing around the siphon guard. The position of the cam when valve was received was at setting 4. The valve was hydrated. He valve was leak tested and leaked from the tear/cut at the siphon guard. The valve could not be anti-reflux tested due to the torn silicone housing. The siphon guard was dismantled and examined under microscope at appropriate magnification. Some cut/scratch marks were noted on the siphon guard. The valve passed the test for programming, occlusion, siphon guard and pressure. The root cause for the issue reported by the customer was probably due to the tear/cut noted in the silicone housing around the siphon guard. The cause of the cut/torn silicone housing was probably due to a "sharp or pointed object coming into contact with the silicone housing". The root cause for the cut/scratch marks noted on the siphon guard were probably caused by a sharp or pointed object coming into contact with the siphon guard. As specified in the "IFU", at the section 'surgical procedure precautions': "silicone has a low cut and tear resistance; therefore, exercise care. Cuts or abrasions from sharp instruments might rupture or tear the silicone components".